Event description:
Biflow connected and infusing d10 (dextrose 10%) 1/4ns (normal saline) with 1 unit of heparin per ml through broviac. Biflow had to be disconnected and when reconnected the luer lock piece of the biflow crumbled. Patient's mother was at bedside and stated that this has happened 2-3 other times (that she is aware of). Biflow was replaced - no harm to patient. Manufacturer response for bifurcated extension set with swan-lock & male luerlock, (codan) (per site reporter). The manufacturer states they feel it was related to chg (chlorhexidine) use. However, this is not an area we would typically place chg.